Event description:
It was reported that the device went to elective replacement indictor (eri) early at approximately 3 years and 3 months and stopped working. The device was replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the device went to elective replacement indictor (eri) early at approximately 3 years and 3 months and stopped working. The device was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.